Event description:
It was reported that the patient had a wound check and notice a redness at midline incision site. The patient placed on antibiotics and skin cleaning process. The physician did not believed that it was device related. No device malfunction was suspected. The patient underwent explant procedure and was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch/lot: 7072570.